Manufacturer narrative:
Investigation: a disposable lot history search indicated there were no other reported occurrences of adverse reactions on this lot worldwide. According to aabb technical manual 16th edition, adverse reactions seen at the time of donation or those reported later average about 3.5% of donations. Reactions that need medical care after the donor has left the donation site are seen in 1 in 34 donors. Allergic reactions are common side effects of apheresis procedures. They are typically caused by the donor's sensitivities to the ethylene oxide used to sterilize the disposable set or materials in the disposable set. This product has been processed with eto to achieve a 10-6 sterility assurance level in accordance with en iso 11135. This product has been validated to achieve less than 6mg eto, meeting the requirements of iso 10993-7 prior to release and less then 1ppm in the collect bag at time of use. There is no evidence to suggest a malfunction of the disposable kit or the trima device caused or contributed to the reported adverse reactions. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that a donor experienced a "diffused skin reaction" 2-3 hours after a platelet and plasma donation. He broke out in hives over his body and self-admitted to the ER. He was prescribed benadryl and prednisone. He remained in the ER for observation for several hours and was released. No further medical intervention needed. Full donor ID: (B)(6) the platelet collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported that a donor experienced a "diffused skin reaction" 2-3 hours after a platelet and plasma donation. He broke out in hives over his body and self-admitted to the ER. He was prescribed benadryl and prednisone. He remained in the ER for observation for several hours and was released. No further medical intervention needed. Full donor ID: (B)(6) the platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a disposable lot history search indicated there were no other reported occurrences of adverse reactions on this lot worldwide. According to aabb technical manual 16th edition, adverse reactions seen at the time of donation or those reported later average about 3.5% of donations. Reactions that need medical care after the donor has left the donation site are seen in 1 in 34 donors. Allergic reactions are common side effects of apheresis procedures. They are typically caused by the donor's sensitivities to the ethylene oxide used to sterilize the disposable set or materials in the disposable set. This product has been processed with eto to achieve a 10-6 sterility assurance level in accordance with en iso 11135. This product has been validated to achieve less than 6mg eto, meeting the requirements of iso 10993-7 prior to release and less then 1ppm in the collect bag at time of use. There is no evidence to suggest a malfunction of the disposable kit or the trima device caused or contributed to the reported adverse reactions. Root cause: a specific root cause for the reported alleged allergic reaction could not be determined. Possible causes include but are not limited to: - donor sensitivity to the components in the disposable set - donor sensitivity to the ethylene oxide used to sterilize the disposable set.